Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient underwent an additional surgery "to remove mesh." The patient's attorney did not allege a specific device failure or reason for explant and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an epigastric hernia. A bard/davol composix e/x hernia patch, reference number (B)(4), lot number 43ipd272 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to remove mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6)2006: the patient underwent surgery for repair of an epigastric hernia. A bard/davol composix e/x hernia patch, reference number (B)(4), lot number 43ipd272 was implanted to repair the hernia defect. (B)(6)2016: the patient underwent an additional surgery to remove mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: (B)(6)2006 - patient was diagnosed with epigastric hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh (device#1). Per operative notes, ¿hernia was identified in the epigastric region and the dissection was carried out. A composix e/x mesh (device#1) was placed using staples. ¿ (B)(6)2016 - patient was diagnosed with recurrent epigastric hernia thereby underwent open repair with removal of old composix e/x mesh (device #1). Per operative notes, ¿the old mesh (device#1) was encountered, and it was curled up. This was dissected and removed. The omental adhesions were lysed, and the hernia was repaired by using sutures.¿ (B)(6)2016, (B)(6)2017 - patient was diagnosed with small bowel obstruction, incarcerated epigastric hernia and adhesions thereby underwent repair. (B)(6)2018 - patient was diagnosed with recurrent epigastric hernia thereby underwent open repair with the implant of ventrio st mesh (device #2). Per operative notes, ¿the previous sutures were gaped into the scar tissues, and there was a large hernia. A ventrio st mesh (device #2) was placed into the abdomen using sutures and tackers.¿ (B)(6)2018 - patient was diagnosed with infected mesh and bowel perforation, thereby underwent removal of ventrio mesh (device #2). Per operative notes, ¿there was some turbid fluid leaking from the wound. The ventrio mesh (device #2) appeared to be infected, and it was removed. The abdominal cavity had extensive adhesions, and it was lysed. A loop of small bowel was glued together and there was a leak from this area.¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, infection, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries. It was also alleged for mesh removal and removal of infected mass.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient underwent an additional surgery "to remove mesh." The patient's attorney did not allege a specific device failure or reason for explant and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Addendum #1: this emdr corrects the lot expiration date (d.4) and the manufacturing date (h.4). Addendum 2: h11: this supplemental emdr is submitted to document additional information provided and to correct sex of the patient. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years 4 months post implant of composix e/x mesh, patient was diagnosed with hernia recurrence, adhesions and mesh deformation thereby underwent removal of mesh. Per op notes, ¿the composix e/x mesh was encountered, and it was curled up¿. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: a3 (sex of the patient). This supplemental emdr represents the composix mesh e/x (device #1). An additional emdr was submitted to represent the ventrio st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
This emdr corrects the lot expiration date and the manufacturing date. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for repair of an epigastric hernia. A bard/davol composix e/x hernia patch, reference number 0123460, lot number 43ipd272 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to remove mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.